Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2016, and the patient ws reimplanted with another cochlear device during the same surgery. This report is filed june 21, 2016. Device not returned to manufacturer.

Manufacturer narrative:
This report is filed november 1, 2016.